Event description:
The customer reported that the paramedics were called out to her house for low blood glucose. The caller mentioned that she has gastroparesis, and it not uncommon for her to drop her blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.